Event description:
Event description guidant received information that during induction at an elective replacement procedure, this implantable cardioverter defibrillator (ICD) and implantable epicardial lead displayed a less than 20 ohms impedance/shorted lead fault message. The shock did not convert the rhythm; therefore, the patient had to be externally defibrillated.